Event description:
It was reported that this right ventricular (rv) lead presented a micro dislodgement with high pacing threshold measurements and loss of capture with no asystole. Consequently, the patient underwent a surgical intervention to reposition the lead. No additional adverse patient effects were reported. The lead remains in service.